Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white particles in the nasal mask and filters. The patient stated the device is "throwing white stuff into their eyes and down lungs" patient was asked to elaborate and stated it looks like white particles/crystals. Patient stated they wake up and the white particles are in the corner of their eyes and sometimes in their nasal mask. Patient alleges they have to rinse their eyes out every morning and the device is making them cough. Patient stated they maybe coughing due to asthma flaring up from breathing in particles. Patient stated, they change both disposable and reusable filters twice a week to keep them clean. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white particles in the nasal mask and filters. The patient stated the device is "throwing white stuff into their eyes and down lungs" patient was asked to elaborate and stated it looks like white particles/crystals. Patient stated they wake up and the white particles are in the corner of their eyes and sometimes in their nasal mask. Patient alleges they have to rinse their eyes out every morning and the device is making them cough. Patient stated they maybe coughing due to asthma flaring up from breathing in particles. Patient stated, they change both disposable and reusable filters twice a week to keep them clean. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box a, box e has been updated. Box h: remedial action init, recall (z) number, evaluation method code, evaluation results code, and conclusion code grid has been updated.